Event description:
It was reported that a minicap extended life pd transfer set had a cracked twist clamp. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was requested for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devicewas received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a crack on the main body of the transfer set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.